Event description:
Healthcare professional ¿complete detachment of the inner elastomer shell-giving rise to ¿linguine sign.¿¿

Event description:
Patient reported right side "implant dropped out of socket, cyst in right implant was found during an ultrasound, the right arm was going numb, right breast was itchy around the nipple, it was also flaky, breast shape and size has changed, pain, arm was going tingly and became weak, felt like lactic acid, hemorrhage, capsular contracture, rupture, breast implant has separated from the chest wall, heart palpitations, bad clots, arrhythmia, pelvic organ prolapse and hasn¿t been able to be intimate since." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: h.6.

Manufacturer narrative:
The event of capsular contracture baker grade unknown a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "implant dropped out of socket, cyst in right implant was found during an ultrasound, the right arm was going numb, right breast was itchy around the nipple, it was also flaky, breast shape and size has changed, pain, arm was going tingly and became weak, felt like lactic acid, hemorrhage, capsular contracture, rupture, breast implant has separated from the chest wall, heart palpitations, bad clots, arrhythmia, pelvic organ prolapse and hasn¿t been able to be intimate since." The device remains implanted.